Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.a getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to confirm the reported issue. This was reported in error. The stm indicated that the iabp which had a broken connector was repaired under so# 43266308. The stm stated that the customer has four machines that move around different air bases and was given two different serial numbers; however only one iabp actually had a broken connector. This machine is still in service.

Event description:
It was reported that during inspection, it was found that the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement, and no adverse event reported.